Event description:
It was reported that post implant, the lead exhibited loss of capture and dislodgement was suspected. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.